Event description:
During the procedure as this device was being removed from the catheter a smaller wire was noted to be protruding from it. The device was removed and replaced. The pt is reported as fine and the device is being returned for analysis.